Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA los angeles district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On 03/17/2015, the voluntary recall was initiated. The monopty needle with labeling and packaging was returned for evaluation. The investigation is confirmed for a break, as the cannula hub was found to be broken. The investigation is inconclusive for failure to obtain samples, as functional testing could not be performed due to the broken cannula hub. The root cause fort this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, the device was primed, fired into the lesion, but did not collect a tissue sample. Another device was used to complete the procedure. There was no report of pt injury.